Manufacturer narrative:
The correction of b5 describe event and problem, h6 medical device - problem code, h6 investigation findings, h6 investigation conclusions deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, fluid was leaking from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid leaking into sterile field or during procedure may cause contamination in case of reoccurrence. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, fluid was leaking from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid leaking into sterile field or during procedure may cause contamination in case of reoccurrence. Further information provided by getinge technician indicated that there was no leak from device, only stains from cleaning fluid and grease on the outside of spring arm cover. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of fluid leak, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device -problem code: mechanical problem/leak/splash/fluid/blood leak/1250 corrected h6 medical device -problem code: no apparent adverse event///3189. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: operational problem identified/device incorrectly reprocessed/device incorrectly cleaned during reprocessing/4229. Previous h6 investigation conclusions: conclusion not yet available//11. Corrected h6 investigation conclusions: cause traced to user//19. Initially provided information was pointing to fluid leak. The issue is considered as safety related as any liquid falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of fluid leak from the device. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that when the event occurred, the device was up to the manufacturer specification. There is no indication if the device was being used for patient treatment at the time when the event occurred. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, fluid was leaking from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid leaking into sterile field or during procedure may cause contamination in case of reoccurrence. Further information provided by getinge technician indicated that there was no leak from device, only stains from cleaning fluid and grease on the outside of spring arm cover. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of fluid leak, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, fluid was leaking from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid leaking into sterile field or during procedure may cause contamination in case of reoccurrence.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.